Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) #3 in order to resolve the customer reported problems. The system was tested and verified as ready for use. Isi did receive the product involved with this complaint to perform failure analysis. The usm was analyzed and the reported problem was confirmed and replicated. In the system logs, the error 23118 was found indicating an axis 1 motor encoder fault, confirming the reported failure on field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The unit was then installed onto a patient side cart fixture test platform (pftp) where the yaw chipencoder virtual absolute (cva) board was found to be failing, replicating the reported event. Once testing was completed, the yaw cva board and yaw cva fiber cables were tested and were verified to be the source of the fault. The complaint was confirmed and replicated by failure analysis, which indicates that the device may have contributed to the customer reported issue. A review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. A review of system log report was performed. Per the review, the following was confirmed: system serial (B)(6), event date 25-nov-2025, console surgeon (B)(6) and procedure cholecystectomy. A review of the site's system logs for the reported procedure date was conducted by a technical support engineer (tse). Investigation revealed the related system errors: error 23118 "arm 3 usm axis 1: motor encoder incremental track has slipped, possible disconnected encoder or intermittent loss of signal". A device history record (DHR) review was conducted for any potentially related ncs or other applicable quality notifications. Based on that review, there was no evidence of a related non-conformance or abnormality within the DHR record.

Event description:
It was reported that prior to the start of a da vinci-assisted cholecystectomy surgical procedure, it was reported that a repeated recoverable fault 23118 occurred on universal surgical manipulator (usm) 3 during system startup, which would not recover. System logs indicated the error was associated with usm3 axis 1. Site had performed multiple hard reboots and emergency power offs (epo) on the patient side cart (psc) without any change in the fault condition and did not have a spare psc available for substitution. The customer considered proceeding with three arms while consulting with the surgeon, as the fault persisted. Isi field service engineer (fse) was dispatched to site to further troubleshoot. There was no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: the da vinci-assisted cholecystectomy surgical procedure was performed on (B)(6) 2025 at approximately at 1230. The issue was identified prior to the patient arriving in the room and ports placed was not applicable. The procedure was completed laparoscopically. Patient demographics were not provided.